Event description:
Boston scientific received information that the impedance on ths right ventricular (rv) lead went from 400 ohms to 1250 ohms in a few months time. The amplitude had also decreased. The lead was surgically abandoned and a new lead was successfully implanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.